Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: outflow graft serial or lot#:(B)(6) h6:FDA method code(s): b17 h6:FDA result code(s): c20 h6:FDA conclusion code(s): d12 product event summary: (B)(6) and the associated outflow graft (lot 2002668853) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in estimated flows between (B)(6) 2023 and (B)(6) 2023 and nine (9) low flow alarms logged since (B)(6) 2023. Information received from the site indicated that computed tomography angiography (cta) cardiac morphology revealed fibrous exudative material compressing the outflow graft (ofg), and an ofg release was performed. It was noted that the ventricular assist device (vad) flows/powers were down-trending over the twenty-four hours post-op, from 4.7 to mid 3s. It was noted that the hematocrit (hct) setting was adjusted, correlated to the flow increase. Vad powers and flows subsequently improved. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted for additional information: a4, a5a, a5b, b5 and b7. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with low flow alarms and denied symptoms. An acute, severe stenosis of the distal outflow canula of the outflow graft (ofg) was revealed. The patient was admitted to the cardiovascular intensive care unit and placed on intravenous medications and underwent an ofg revision and decompression.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125, catalog #: 1125, expiration date: 28-feb-2021, serial or lot#: (B)(4), UDI#: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 02-nov-2019, labeled for single use: no. Patient ime code(s): e2403. Imf code(s): f08, f12, f19. Img code(s): g04019. FDA device code(s): a040601. FDA method code(s): b21. FDA results code(s): c21. FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that computed tomography angiography (cta) cardiac morphology revealed fibrous exudative material compressing the outflow graft (ofg), and an ofg release was performed. It was noted that the ventricular assist device (vad) flows/powers were down-trending over the twenty-four hours post-op, from 4.7 to mid 3s. It was noted that the hematocrit (hct) setting was adjusted, correlated to the flow increase. Vad powers and flows subsequently improved. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.